Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28mm synergy ii stent was selected for use to treat the lesion. However, during unpacking of the device, it was noted that the stent was crimped. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple severe hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed outer/inner shaft polymer extrusion profile kinks in several locations proximal of the bi-component bond. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 mm synergy ii stent was selected for use to treat the lesion. However, during unpacking of the device, it was noted that the stent was crimped. No patient complications were reported.